Event description:
It was reported that during a total gastrectomy procedure, jamming occurred during the first firing. Another device was used to complete the case. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
Advancer. Evaluation summary: the analysis results found that the el5ml instrument was returned with the jaws closed and the trigger partially cycled. The trigger and jaws were returned to the open position and the advancer bypassed five clips during the first five firing sequences therefore producing pear shaped clips; however, the remaining ten clips were fed and formed as intended. No jamming issues were noted during testing. It could not be determined what may have caused the found failure mode. We have documented the circumstance as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.